Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. There was no known impact to the customer¿s blood glucose (bg) level. A supply change was performed and insulin deliveries were resumed. Additionally, a malfunction alarm occurred. The customer's bg level was 200mg/dl. The customer would contact their healthcare provider to obtain back up therapy. A follow-up call to ensure the customer obtained back up therapy was declined by the customer.